Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump went blank while he was away at diabetes camp. The patient's blood glucose at the time of incident is unknown. The patient's device went blank while he was programming a bolus. Troubleshooting did not occur; the mother was advised to have a camp counselor at the diabetes camp called the 24-hour product helpline in order to troubleshoot. No products were returned or replaced.